Event description:
It was reported that there was no problem in the operating room; however, five hours after the patient was moved to the intensive care unit, abnormally low continuous cardiac output values were observed on the monitor. Customer changed the monitor to the monitor that was used in the operating room; then the continuous cardiac output values became close to values which were shown when the patient entered the intensive care unit. It was further reported that the data did not seem to change by switching monitor. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.